Event description:
Patient reported left side "minimum quantity of periprosthetic liquid without pathological significance" diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "minimum quantity of periprosthetic liquid without pathological significance" diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "minimum quantity of periprosthetic liquid without pathological significance" diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: seroma late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.